Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the loaner device battery does not go on or charge up. The issue was found during testing. There was no patient involvement.